Event description:
The customer stated a patient generated a b12 result of 251 pg/ml on the architect i2000sr analyzer. Another sample from this patient was tested on a second architect analyzer and yielded a result of 132 pg/ml. The original sample was retested on the first architect analyzer with a result of 155 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current architect i2000sr labeling, and the information provided including the complaint text. The architect system operations manual provides multiple probable causes and corrective actions to assist the customer with resolving erratic results. The probable causes for erratic results include a bent or damaged sample probe. The complaint information notes the sample probe was replaced to resolve the erratic results issue. A complaint review found there have been no additional incidents of erratic result generation by architect i2000sr (B)(4) since the sample probe was replaced. Based on the available information and this investigation, no deficiency was identified for the architect i2000sr analyzer list no. 3m74-01 relate to the issue under investigation. This is the final report.